Manufacturer narrative:
It was reported by customer that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. Six samples were submitted for quality evaluation. Six samples were submitted unopened and unused. The samples were first visually examined for damages or abnormalities. There were no damages or abnormalities identified on the samples. The samples were then connected to a sample infusion set on the inlet end a sample extension set at the outlet end, and primed with water. There were no leaks, air-in-line or occlusion issues identified during priming. A simulated infusion was conducted at 125 ml/hr. There were no indications of leaks, air-in-line or occlusion issues. Additionally, close attention was directed at the connections of the maxzero connectors, to determine if they were coming loose without any additional forces acting on the connection. None of the samples were coming undone or popping of at the connection points. The customer complaint of separation - leak could not be confirmed. No root cause was determined because the failure reported was not replicated. A device history record review for model mz1000-07 lot number 23125409 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 19dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material#: mz1000-07 batch number#: 23125409 it was reported by customer that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. Rcc received a complaint via email. Email(s) attached. Cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector. Reply: 1.24.24 was the first report no patient harm has been reported, however when the closed system spontaneously separates there is a risk for chemotherapeutic drugs to spill, additionally spontaneous separations contaminates the connection ends increasing risk for infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was separating the following information was received by the initial reporter with the following verbatim: cancer center nurses indicate that they have experienced issues with our cstd connector coming undone and popping off when they are using the bd max zero needleless connector as part of the cadd pump setup for 5-fu administration. We are having issues with the maxzero injection connector.